Event description:
This is a report of peritonitis from a peritoneal dialysis (pd) home patient (hp) from (B)(6). Initially the hp contacted baxter's technical service center regarding assistance on the homechoice (hc) unit for an unrelated issue. During the conversation with the technical service representative (tsr), the hp stated that she had an infection and she is using antibiotics (unspecified). On (B)(6) 2011 baxter (B)(4) pharmacovigilance (pv) spoke to the peritoneal dialysis nurse (pdn) and the nurse confirmed that the infection was peritonitis which required hospitalization. The pdn did not think it was related to any of the baxter drugs or equipment. No further information was received at the time of the report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause for this event is undetermined.